Event description:
Additional info received from reporter (B)(6) 2011.

Event description:
Pt admitted for outpatient ercp on (B)(6) 2011, 11am, (B)(6) per dr. (B)(6), md. The pt was taken to the operating room and approx two hours later, the family was summoned to the recovery area to "meet with the doctor." The doctor advised the family the nitinol stent had embedded itself in the bile duct and that the end of the stent was "frayed and caught or hooked itself to the small intestine." The physician stated after 45 minutes, he was successful in freeing the small bowel from the stent; however, upon collapsing the stent and attempting to remove the stent, the stent bent. The physician stated he tried to clear the stent of the debris and accumulation of slug but he was not successful. The physician also stated that he could not advance a catheter through the bend to allow for drainage. Dr. (B)(6) stated he had contacted intervention radiology for a percutaneous transhepatic cholangiography with stent placement via interventional radiology. The pt was taken to radiology and it was the impression of the family, a radiologist was to perform the procedure. Following the procedure, the pt was admitted to the floor -1101- for observation and for further procedure on monday, (B)(6)2011. However, the pt developed uncontrolled postoperative ruq pain. The pt was to be seen on (B)(6) 2011 in radiology for stent placement, however, the radiologist sent the pt back to the floor stating the pt needed to be stabilized before further intervention was appropriate. The pt had also developed a huge hematoma at the right lateral thoracic area and the labs were hgb low. The pt was sent back to the floor without intervention. Surgical consult was done to review for pain mgmt and intervention to relieve the distress. Surgery also confirmed no intervention at this time and deferred to pain mgmt. The pt was taken to pain clinic for injections to the site. The pt was transferred to pain and palliative care for pain mgmt. Methadone and fentanyl and dilaudid were prescribed for rescue. Pt to be discharged for stabilization on (B)(6) 2011 with external bag while the physician contacted boston scientific to discuss the stent failure. Pt returned home on (B)(6) 2011, with external bag. The pt pic began bleeding at the port on (B)(6) 2011. The family contacted the hospital and was told to return to the ed. The pt was readmitted to hospital on (B)(6) 2011 due to bleeding pic line and clot developement. Is now being heparinized.